Event description:
Related manufacturer reference number: 2017865-2023-47687. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed failure to capture, failure to sense and dislodgement the atrial (ra) lead and during the procedure the set screw was unable to be removed from the pacemaker. The physician elected to explant and replace the pacemaker and ra lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty untightening the atrial setscrew was confirmed. Analysis revealed the setscrew had been untightened and the lead removed at some time before the device reached lab analysis. Analysis found the wrench was used incorrectly in the field. Lab test with wrench used correctly shown no malfunction.